Event description:
It was reported that the insulin pump had physical damage. Customer stated the reservoir compartment was not locking the tubing connector in place. Customer stated there was missing case component in the reservoir compartment. Customer's blood glucose was 500 mg/dl. Customer attempted to bolus with insulin pump to treat high blood glucose. Troubleshooting was done. . Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection.